Event description:
It was reported via repair work order that there was a stripped bracket screw on the cot retaining post that could potentially cause unintended cot motion in the ambulance. Also, there was a broken outer base tube weldment that could potentially cause an unstable cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.